Event description:
Pt. Underwent hernia repair with mesh from ethicon prolene pmii lot rbe609 exp. 1/7. Ethicon recently reported the existence of counterfeit mesh with above lot #1. At this time the pt is not exhibiting any side effects.